Manufacturer narrative:
(B)(4) were not returned for evaluation. Review of the manufacturing and sterility records confirmed that the associated devices met all requirements prior to release. (B)(4) log file analysis revealed the pump had been successfully running since 10:14:24 on (B)(6) 2016 when an electrical fault alarm was recorded at 13:16:28 indicating 'sys_front_phase_c_open'. This alarm was shortly followed by a vad disconnect alarm at 13:16:31 indicating the driveline had been disconnected from the controller. Both of the alarms were resolved seconds later and a motor start event was recorded at 13:16:42. A vad disconnect alarm occurred at 13:39:23 indicating the pump had been running for 23 minutes. Another motor start event was recorded at 13:39:40 followed by a vad disconnect alarm occurred at 13:52:06. Another motor start event was recorded at 13:53:46 followed by a vad disconnect alarm occurred  at 13:54:04. One last motor start event was recorded at 14:13:41. 8 low flow alarms were recorded beginning 10:14:32 through 14:13:46. (B)(4) log file analysis revealed 11 successful motor start events followed by vad disconnect alarm. Ten (10) low flow alarms were recorded beginning (B)(6) 2016 at 14:17:34 through 15:23:15. The most likely root cause of the reported vad stopped alarm can be attributed to a driveline disconnect from the controller. Based on risk documentation, the electrical fault alarm found during log file analysis could be attributed to multiple factors including, but not limited to, contamination of the driveline connector and/or a momentary driveline disconnection from the controller. With a review of the available information there were no device malfunctions or performance issues that would impact the event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information was provided indicating that after the controller was exchanged, echocardiogram revealed overload of the right ventricle. Temporary right ventricular assist device (rvad) was subsequently implanted which stabilized the situation. It had been miscommunicated that the hvad pump was exchanged, however, the pump was not exchanged. It was also stated that they believe that the pump did not stop and it was most likely a collapse of the left ventricle due to no preload with massive suction. It was further stated that "the pump could not run but there was no malfunction of the device". It was also reported that date of death was (B)(6) 2016. Autopsy results revealed fulminant sepsis and multi-organ failure which the site deemed to be unrelated to the device. The pump was discarded by the site due to contamination from acinetobacter. The site also reported that they believed the patient outcome to be likely related to "right ventricle wrong assessment and wrong pharmacological treatment of the patient". The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. The instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management. Multi-organ failure is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. **other device involved in this event: controller/(B)(4); cat#:1407de; exp date: 02/28/2016; mfg date: 02/28/2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a ']vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the distributor that the pump suddenly stopped following pump implantation. The controller was exchanged and the pump could not be restarted. A pump exchange was performed. The patient was placed on extracorporeal cardiac life support (ecls). The patient remains hospitalized. Preliminary log file analysis revealed low flow alarms, 1 vad disconnect alarm, and 1 electrical fault alarm on (B)(6) 2016. No further information was provided.